Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a procedure, the staff had trouble with the device. The staff was loading 45 loads into the ec60a device. It happened on the first firing and the device would not fire then the device would not open. The device had to be cut from tissue to remove. The bowel had to be retransected and another device was used to complete the procedure. No further details are available at this time.